Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the battery harness on top of battery looked like it was melted.

Manufacturer narrative:
Additional/updated information was added to reflect the battery harness being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluaiton, the boot on the battery harness had a melted area on it. An expanded evaluation was performed. The expanded evaluation report confirmed that the red battery post cover was melted, and there was surface corrosion on the nut an washer causing an increased resistance. The underlying cause could not be determined, but it is noted that it could possibly have been caused from the out-gassing from the battery as described in the issue description (provider alleged that the battery was cracked and it was a non-invacare battery).

Event description:
Provider states the battery harness on top of battery looked like it was melted.